Event description:
(B)(4). I have been in a lot of pain. Both sides where the coils are placed. Sex is painful and uncomfortable with my husband who is suffering as well. The pain is sometimes sharp and constant , other times its just unbearable. I have gained a tremendous amount of weight. I'm depressed and stressed out from all of the constant headache s and ear ringing. I keep an infection of some sort wether it be ear, bacteria, uti, or something. My body aches from my joints to just in general. I'm always tired never having much energy to do anything. My children are suffering. I was perfectly fine and completely healthy before this life altering procedure. Immeasurable, mood swings, extremely heavy periods, cramp. I'm always moody from all of the changes my body has been going through. The worst thing is that when you don't have insurance you just have to suffer through this. These devices aren't meant to go into the human body and if I had of known I would suffer to this degree I would have just preferred to give life. This is by far the worst decision I have ever made.